Manufacturer narrative:
The device used in treatment has not been returned and evaluated, due to this we¿ve been unable to establish a relationship between the event reported and the device. The visual and functional inspection could not be completed, due to no device being returned to service centre, if the device is returned then this evaluation will be re-visited. A DHR review can¿t be completed because there is no information for the provided serial number in our database system. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary at this time. It is not possible to determine the exact cause of how the issue occurred, however, the user is advised to consult the instruction for use which detail comprehensive instruction on the operation and use of the device. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.

Event description:
It was reported that the device showed a blockage/full canister alarm but was unable to solve it, she stated that she has a boston scientific's pain stimulator and she was told upon placement of the renasys go that it would not have an issue with her stimulator. However, in the morning of the report after having her blockage alarm unresolved she decided to turn off her pain stimulator and the device started working again. There was no backup and no harm reported to the patient.